Manufacturer narrative:
The device was returned to olympus repair center for evaluation. From the condition of the ultrasound transducer, it was assumed that physical stress could be the cause. If additional information becomes available, this report will be supplemented.

Event description:
The surface of the ultrasound transducer of the device partially peeled off.there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by external stress to the distal end. If additional information becomes available, this report will be supplemented.